Event description:
It was reported to manufacturer, by facility. Per facility, the spreader bar snapped on the lift as they were turning it to put a patient in bed from her chair, they heard a large snap. They lowered the patient and she was not hurt. This device has been issued to have product returned for evaluation. In addition, the manufacturer of scale has been notified. This is being reported under the malfunction, which could have resulted in serious injury or death as defined in 21 cfr part 803.3 / 803.5.